Event description:
This lead was explanted due to loss of capture and under sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 7.5 cm distal to the is-1 connector pin. All parts were returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. The analysis of the returned fragments demonstrated a rubbed through insulation approx. 38 cm distal to the is-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.